Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The corneal burn required a suture to close the wound. The surgery center indicated the surgeon was using dense cataract setting when the wound burn occurred. The intraocular lens (iol) model zcb00 lens was implanted. The patient was discharged on the day of the scheduled procedure as originally planned without any further issues.

Manufacturer narrative:
Correction: in the initial report, the date of manufacture was inadvertently reported as 1/1/2017, however, the correct manufacturer date is 1/11/2017. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.